Manufacturer narrative:
Event date: (B)(6) 2018. (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor would not flow. This event occurred during patient use of the device. The folfusor had been filled with fluorouracil. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The lot was manufactured august 25, 2017 - august 26, 2017. The device was returned for evaluation containing approximately 119 ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. After the luer cap was removed, evidence of continuous flow was visually observed at the distal luer. A functional flow rate test was performed with no issues noted. The flow rates were found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.